Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. X-rays were reviewed by a third party hcp and shows right total hip arthroplasty with superior dislocation of the femoral head. Osteopenia. Metallic fragments within the right hip joint space which could indicate metallosis. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01291, 0001822565 - 2020 - 01294, 0001822565 - 2020 - 01297.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.